Event description:
The patient reported an elevated blood glucose reading of 300 mg/dl when he awoke this morning with his normal range being 100-200 mg/dl. He stated he felt nauseous and exhausted and corrected his blood glucose level by giving himself an injection of insulin. To troubleshoot, the patient was instructed to disconnect from his insulin infusion device and attempt to bolus through the infusion set tubing. No insulin dripped from the end of the tubing. The patient was then instructed to prime until insulin flowed out of the tubing which he successfully did. Proper priming procedure was reviewed with the patient. On follow up, the patient stated he received his replacement infusion device and his blood glucose levels have returned to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.